Event description:
The user facility reported that during an ureteroscopy procedure, a piece of the polyurethane coating came off of the guidewire. They were able to retrieve the detached piece of coating and another guidewire was used to successfully complete the procedure with no pt complications. Additional event specific info was not available.